Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the y site cap leak when the IV infusion. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak at the valved y-site was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged over the needle tip. Microscopic inspection of the y-site revealed blood residue present on the outside of the blue valve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during pressurization of the sample, a bead of water was visible forming on the outside of the valve. The drop of fluid was partially withdrawn into the valve when pressure was released and was not indicative of a continuous leak. No continuous leaks were observed during testing; however, a bead of fluid was observed outside of the valve. The IFU warns that a bead of fluid may leak from the valve during variable pressure infusion and aspiration pressures.

Event description:
It was reported that the y site cap leak when the IV infusion. No other information was provided.